Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tx6g, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they had a urinary tract infection (uti), took medication for it, and felt the implantable neurostimulator (ins) was aggravating it because they had pain. It was noted that they started hurting in their lower back on the left and also had some pain in the front on the left. This pain worsened and the patient went to urgent care three days later and an ultrasound to rule out cysts was performed. They were started on antibiotics. However, the patient noted they continued to hurt and this didn't get any better. Two and a half weeks later the patient went to a urologist and an x-ray was performed to rule out a kidney stone. The patient stated they were still hurting, so they turned the ins off that evening and the next morning they woke up feeling fine. The patient noted that they kept the device off for a period during which they got relief from the hurting. The patient turned the device off and on a couple of times, and when it was on again they stated they hurt again and felt weak, tired, and nauseous. Before they tried turning it off again the patient tried increasing the amplitude, which caused their toe and foot to curl, so they turned it off. The patient stated that during their previous call they changed their program and they were good to go after that; they were back to normal for them after they left the device off for a few days and changed the program. In follow-up when asked what the circumstances were that led to the pain they felt while they had a uti the patient wrote, I have fibromyalgia, so when I have a problem [such as] pain, tightness, aches I give it a few days to knock out it just being fibro weirdness. It was added that the device definitely kept uti irritated. The patient's indications for use of the stimulation system were gastrointestinal/ pelvic floor <(>&<)> fecal incontinence. No potential causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.